Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report states that during a hysterectomy, the instrument stuck to tissue during sealing. The surgeon was eventually able to open the device and remove it from the tissue. A small amount of bleeding occurred due to the sticking. The device was cleaned often during the surgery. There was no injury to the pt. The issue occurred again with a second device in the same procedure; found on MFR. Report #1717344-2008-00461.